Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the cadiere forceps instrument was bending in the opposite direction to the surgeon's command. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument housing was removed, and the instrument was found to have a broken roll gear. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on qty three out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. This failure is likely due to the broken roll gear observed. The complaint was confirmed by failure analysis. The probable root cause based on failure analysis may be attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. The probable root cause of unintuitive motion is attributed to the broken roll gear. The probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following probable root cause statement was submitted in error in the previous report and should be removed: the probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.

Event description:
Refer to h11 for follow-up information.